Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and expired the same day. It was reported that these events occurred due to administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event.